Event description:
The hospital reported that at the end of a coronary artery bypass procedure, the ultima activator ii reusable drive mechanism broke in half as it was removed from the pt. Nothing fell into the pt and no intervention was required. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).